Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit failed safety disk membrane leak test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) discovered the cardiosave intra-aortic balloon pump (iabp) failed the membrane leak test. And, in order to fix the issue, the fse reseated the safety disk and applied high vacuum grease on the patient side of the disk. The fse then completed the pm with full calibration, functional testing and safety check to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.